Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. Prior to discovery of the fluid leak, there were multiple ¿drain line (dl) is blocked¿ alarms. The patient was in dwell 1 when the caregiver contacted ts for troubleshooting assistance. They were unable to clear the alarms and decided to cancel the treatment. When the caregiver opened the cycler door to remove the cycler set, fluid was observed leaking out. The caregiver was unable to identify the source of the leak, and they did not notice any damage on the cassette. The ts representative advised them to discontinue use of the cycler and a replacement cycler was ordered for the patient. Upon follow up with the caregiver, it was reported that the patient did not complete their treatment. The caregiver was new to the home dialysis process, and they did not learn how to perform manual exchanges until the day after the leak occurred. The caregiver confirmed there were no symptoms or other issues due to the incomplete treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. The patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. The caregiver was unable to provide a lot number for the cycler set.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.